Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure it was noted that, upon opening up the package, the helix had already extended. The lead was removed and replaced. The patient was in stable condition.